Event description:
It was reported that patient underwent initial total knee arthroplasty on (B)(6) 2015. During the procedure, when the surgeon attempted to retrieve the pin from the femoral guide, the pin fractured at the threading junction. The surgeon was able to remove the fractured portion without delay.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.